Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available as the event occurred post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient suspected that he experienced a stroke. The initial pulsed field ablation (pfa) procedure did not reveal any cells responsible for the irregular heartbeats. Approximately two months ago, the patient underwent a second pfa procedure (the exact dates are uncertain). After the four-hour procedure, the patient appeared to have suffered a stroke upon awakening from anesthesia. However, subsequent tests confirmed that he had not experienced a stroke. The patient continues to feel as though he is in atrial fibrillation (afib) most of the time. No further information is available.

Manufacturer narrative:
Correction to section h6 impact codes, code f12 was corrected to code f24. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available as the event occurred post procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient suspected that he experienced a stroke. The initial pulsed field ablation (pfa) procedure did not reveal any cells responsible for the irregular heartbeats. Approximately two months ago, the patient underwent a second pfa procedure (the exact dates are uncertain). After the four-hour procedure, the patient appeared to have suffered a stroke upon awakening from anesthesia. However, subsequent tests confirmed that he had not experienced a stroke. The patient continues to feel as though he is in atrial fibrillation (afib) most of the time. No further information is available.